Event description:
It was reported that pt underwent total knee arthroplasty with radical resection of the proximal tibia due to osteosarcoma in 1998. Pt complained of pain and radiographs taken in 2004 indicate tibial stem component is fractured. No revision procedure has been scheduled to date.